Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport isp attached to a chronoflex catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for partially dislodged port septum as the septum was noted to be partially dislodged from the port body. Additionally, a leak was noted from the partially dislodged port septum upon infusion of the catheter. The investigation is unconfirmed for material separation as the septum was not completely dislodged. Even though complete circumferential break was observed on the catheter, striations were noted on the edges of the break. Hence, the catheter was cut probably to remove the catheter.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one month post port placement, the device allegedly separated. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one month post port placement, the device allegedly separated. It was further reported that the port was removed. There was no reported patient injury.